Manufacturer narrative:
This report is filed june 30th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the implanted device. It is unknown if the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.